Event description:
It was reported that the programmer started to get very warm and smoke coming out from it. No adverse patient effects were reported. The programmer will be return for repair/analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.